Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient¿s hip was revised due to infection. During the procedure, all components were removed and replaced with cement spacers. No further information has been provided.